Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The fire department recommended to not cover the patient with many blankets to avoid future possible heat rashes. The spouse also started to towel off the patient throughout the day. Follow up indicated the irritation improved.